Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (implanted expired product); off label, unapproved or contraindicated use (stent graft was implanted in a patient with a pre-operatively ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an 11 cm diameter preoperatively ruptured abdominal aortic aneurysm. The physician determined that since this was a preoperative rupture case and no other stent graft limbs were available the decision was made to implant the expired device (17 days after the expiration date was exceeded). The expired device was hospital owned. Patient is fine 48 hours post implant. No clinical sequelae were reported and the patient was discharged.